Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to unknown reason. Intra-op, during implantation the peek portion of the spacer broke off. There were no patient complications reported due to this event.

Manufacturer narrative:
Product analysis results: visual review confirms implant was returned broken into multiple pieces. The component vertical post and the ¿ears¿ of the component have been broken off and not returned for analysis. The ears are delicate and can be overloaded if the lifting screw is threaded in to far maxing out the height of the spacer. Microscopic examination of the fracture surfaces revealed a brittle and rigid fracture surface. This type of damage is consistent with material overload during use. If information is provided in the future, a supplemental report will be issued.